Event description:
It was reported that during an interview, a neurologist mentioned they have had "several patients" who had to have the implantable neurostimulator (ins) "replaced sooner than expected." It was indicated the battery life was short. It was stated by the neurologist that "constant current mode on the ins used the battery like hell." In addition, the neurologist told his patients, "according to the manufacturer, the device can last up to five years." The neurologist continued stating that "within less than two years, a year and a half, they burn out and require replacement." No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).